Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was alarming no delivery. The customer's blood glucose was 135 mg/dl. The customer was trying to reset the insulin pump but was unable to do so. The customer attempted to rewind the pump, but the customer did not see any drops exit the tubing. The insulin pump then alarmed no delivery. The customer later stated that he was able to work the insulin pump again. Nothing further reported.